Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification. Note that galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. In this case saline and moist pads were used to protect the patient's skin. Case was completed with no harm to the patient.

Manufacturer narrative:
MDR for the first needle was submitted under MFR # 9616793-2017-00090.

Event description:
Prior to a cryoablation procedure, two icepearl 2.1 cx 90° cryoablation needles and system tested fine with no issues to report. One and half minutes into the first freeze cycle the doctor noticed the shafts of both of the needles started to collect frost. The patient's skin was covered with saline and moist pads to prevent any injury. The procedure was completed as expected with no injury to the patient. The user was familiar with galil cryoablation. There were no issues reported with the ablation zone or iceball size.